Event description:
Boston scientific received information that the chronic right ventricular (rv) lead and a previous chronic device exhibited increased shock impedances greater than 125 ohms. An rv lead fracture was confirmed. The chronic device had declared elective replacement indicator (eri) and was subsequently explanted and replaced with this device. The physician elected not to address the lead fracture at that time. Shock impedance measurements continued to measure greater than 125 ohms with this device and the chronic rv lead. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.